Event description:
It was reported that the right ventricular (rv) pace impedance had been measuring as less than 200 ohms for over a year. The intrinsic amplitude had also decreased and noise was present on the rv channel of the presenting electrogram. Technical services discussed performing isometrics and pocket manipulations to determine whether the noise was reproducible. The rv lead remains in service and no adverse patient effects were reported.